Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported syringe 0.3ml 31g 6mm s/c u-100 relion was found to have a clear liquid in the syringe barrel before use. The following information was provided by the initial reporter: relion consumer reported seeing a clear liquid in the syringe prior to injection stated, did not use syringe.

Event description:
It was reported syringe 0.3ml 31g 6mm s/c u-100 relion was found to have a clear liquid in the syringe barrel before use. The following information was provided by the initial reporter: relion consumer reported seeing a clear liquid in the syringe prior to injection stated, did not use syringe.

Manufacturer narrative:
H6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. H3 other text : see h.10.